Event description:
It was reported that during a lead replacement procedure, the helix on the right ventricular lead stopped retracting after repositioning. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed; analysis revealed the distal conductor was distorted. The helix was distorted/bent and was blocked by the guide tooth. There was blood in/on the helix mechanism and the lead was damaged at implant. Visual analysis noted the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.